Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged band vents and a yellow wrench alarm on the power module (serial number: (B)(6)) were confirmed. The unit returned to the european distribution center (edc) and upon initial observation, the damaged band vents were noted. The unit booted up as intended; however, when the load box was connected to the power module, a yellow wrench alarm activated. The error was traced to the main printed circuit board (pcb). The main pcb and damaged housing were replaced, and preventative maintenance was performed. After the replacements, the unit functioned as intended and was returned to the rental pool. The main pcb was forwarded to product performance engineering (ppe) for further analysis. Visual inspection of the returned pcb confirmed damage to one of the capacitors on the main pcb. The reported alarm was reproduced when connecting the returned main pcb to a known functional test power module. The damaged capacitor was replaced with a known functioning capacitor, and the returned pcb was placed again into a known working test power module. The unit was evaluated and functioned as intended. The root cause for the yellow wrench alarm was determined to be due to a damaged capacitor on the main pcb; however, a root cause for the withered housing was unable to be determined via this investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use (IFU) sections 3.0 ¿powering the system¿ instructs users on how to handle yellow wrench alarms that occur on the power module. Heartmate 3 instructions for use (IFU) section, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, which includes functional testing, cleaning, inspection, and replacement of damaged equipment. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during investigation of the power module in the european distribution center, connecting the load box to the device was found to cause a short alarm to be heard and the yellow wrench symbol lit up. The rubber vent bands were also found to have withered.